Event description:
It was reported that during implant device interrogation revealed r wave amplitude variation on the right ventricular (rv) lead. The physician elected to continue to use the rv lead. There were no patient consequences.